Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there were multiple thermistor error messages at the end of the event log and the battery cells had vented. Evaluation noted that the analog to digital (a2d) counts recorded by the charger on the thermistor line must fall within a specified range. If values are outside the range, thermistor accuracy cannot be confirmed and an error condition is displayed. The clinical power handle was returned and identified that the battery cells had vented, and battery electrolyte had been expelled from the battery cells. This battery electrolyte most likely contaminated the charging bay; this contamination prevented the charger pogo pins from functioning as intended. The electrolyte is conductive, and would therefore create false readings on the thermistor line, leading to the red error lights identified in the software event log. This would prevent the powered handle from charging. The most likely cause for these additional conditions is not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle was not charging. There was no green light from charger even if the handle was seated properly. The surgeon used manual stapler to resolve the issue. There was no patient involvement.